Event description:
It was reported by service report that hydraulic fluid was found on the floor near the stretcher. The service report notes do not indicate if there was patient involvement or adverse consequences reported.